Event description:
Per the clinic, the patient experienced an infection and skin overgrowth at the abutment site. The patient underwent a skin revision to trim the skin overgrowth and the abutment was removed on (B)(6) 2024. A longer abutment was placed on the internal fixture. Additional information has been requested but has not been made available as of the date of this report.